Event description:
It was reported that the user¿s ilet device housing separated at the top, exposing internal circuit boards, and the screen intermittently cut out, rendering the device unusable. Symptoms included the inability to view or interact with the user interface due to a nonfunctional display. Outcomes included device interruption requiring replacement to restore therapy. Investigation included customer interview and troubleshooting, with logistics arranged for replacement and return of the original device. Investigation of this case revealed a mechanical enclosure failure with associated display malfunction consistent with a broken or separated device housing affecting the screen assembly. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the device enclosure leading to functional display failure.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.